Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates leaked from an unspecified location. The units had been filled with sodium chloride solution. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between june 27, 2018 - june 29, 2018. Two (2) actual units were received at the plant for evaluation. Visual inspection revealed fluid inside the bags that contained the samples. The cause of the fluid was found to be due to an untightened blue winged luer cap. A functional leak test was performed by filling the samples with water and manually tightening the blue winged luer caps. During fill and the next day, no signs of a leak were observed from the devices. The reported issue was not verified. The samples were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.